Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported by the customer that after inserting the sheath, the catheter was inserted, but due to some tortuosity of the blood vessel, it was not possible to insert it around the aortic bifurcation. When a new trp3546 was inserted, it was possible to insert it without resistance. It is thought that there was some problem with the catheter. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4,g3, g6,h2,h6 type of investigation, investigation findings, investigation conclusions,h11 corrected fields: d4 lot number, expiry date, UDI number, h4 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
None